Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within spec. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and low battery alarms were triggered when backup battery loaded voltage (loaded v lith) was less than 3.5v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. No cosmetic damage noted.

Event description:
The customer reported via phone call that they experienced power system error alarm. The customer's blood glucose value was in the low 300's mg/dl and high 200's mg/dl. The customer declined to troubleshoot for high readings. The customer stated that the power error detected recurred within a week of previous troubleshoot. The product was returned for analysis.